Manufacturer narrative:
Records state that this system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. No adverse patient effects were reported.